Manufacturer narrative:
The device was received not deployed. An 0x42 alarm generated in the pod data, indicating safety sensor minimum pulses between safety sensor trans. The downloaded data shows that first prime completed earlier than expected at pulse 19 before deactivating at pulse 35 . The data shows that enough pulses were delivered to complete second prime with no drive stalls. The downloaded data does not show timeouts or drive stalls during the pod's run. However, rotational sensor error was present in the data. Thus, the device was reset and paired with a master pdm to deliver a 5-unit bolus; the 5-unit bolus was unsuccessful in delivering the entire amount, only 1.4 unit was delivered. The rerun data replicates the alarm and rotational sensor error present in the original data. The rerun data did not have timeouts or drive stalls. The needle mechanism was reset into its not deployed position and deployed as intended through manual rotation of the ratchet gear. The drive mechanism was inspected and discovered contamination on the commutator cap. The contamination caused the rotational sensor malfunction, which led to first prime completing earlier than expected and causing the cannula to not deploy as intended.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported the cannula did not deploy, indicating a failure of the needle mechanism. The patient's blood glucose levels rose to 285 mg/dl and the pod was not worn.